Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient is experiencing pain, numbness and looseness in knee post implantation. No revision procedure has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04): femur. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that (B)(6)2012- 2 week post-op exam: rom 10-45, wound healing nicely, no signs of infection; outpatient pt prescribed, shown home exercise to increase flexion; plan to follow-up in 2-3 weeks to assess progress, goal of rom 90 by next visit. (B)(6)2024-pt initial notification: I¿m currently considering revision surgery and want to know as much as possible about what was used for my knee. (B)(6)2024- pt follow up communication: pt states symptoms: loose, pain, numbness in leg. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: nexgen stemmed tibial component catalog # 00598003701 lot # 62143517. Nexgen articular surface catalog # 00596203212 lot # 62116960. Nexgen all poly patella catalog # 00597206629 lot # 62086362. Nexgen stem extension replacement screw catalog # 00598009000 lot # 62129192. Nexgen taper stem plug catalog # 00596009900 lot # 62150664. Palacos rg 1x40 single catalog # 00111314001 lot # 74624301 qty x 2. Palacos rg 1x40 single catalog # 00111314001 lot # 74624300 qty x 1. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing unknown issue post implantation. No revision procedure has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.